Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire could not be removed from the catheter appeared to be related to complications during use. One photograph was provided that showed a 20g accucath catheter in a biohazard bag. What appeared to be blood residue was observed throughout the length of the catheter. What appeared to be the guidewire was visible in the pink hub. Multiple kinks and folds are visible along the length of the catheter. It appeared that the kinking of the catheter prevented removal of the guidewire from the catheter. The evidence of use and the kinking of the catheter suggest complications during use. No damage associated with the manufacturing process was observed in the provided photograph. It appears that the product was damaged during use.

Event description:
It was reported by the sales rep that the facility had an issue removing the guidewire from the accucath. No patient harm was reported. 07/05/2017 additional information received from sales rep: it was reported that the wire got stuck when trying to pull out of catheter that was placed in the patient's arm. They almost could not remove the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had an issue removing the guidewire from the accucath. No patient harm was reported.